Event description:
It was reported through the litigation process that sometime later port placement procedure; the patient was diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis issue as no objective evidence was provided for review. Furthermore the clinical condition alleged in the reported event cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later port placement procedure; the patient was diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a patient underwent port placement via the right internal jugular vein, for the treatment of rectal adenocarcinoma. Approximately one months and nineteen days later, on (B)(6) 2019, the patient was diagnosed with deep vein thrombosis, confirmed by a right arm venous doppler ultrasound. Additionally, it was reported that the patient was diagnosed with occlusion. Subsequently, on (B)(6) 2019, the port was removed. During the removal procedure, a scout radiograph confirmed redundancy of the cannula in the region of the internal jugular vein. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Medical record alleges that, powerport clearvue isp implantable port was implanted in a patient via the right internal jugular vein for the treatment of rectal adenocarcinoma. One month and nineteen days a right arm venous doppler ultrasound revealed occlusive deep venous thrombosis in the right internal jugular vein. The port was removed six days later and a new PICC line was placed for future chemotherapy. A scout radiograph confirmed redundancy of the cannula in the region of the internal jugular vein. Therefore, the investigation is confirmed for the reported material twist issue. The investigation is inconclusive regarding the reported catheter flow obstruction, as no intrinsic obstruction of the device is noted in the provided medical report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, device, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.